Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultrasmart meter was in the settings mode. The medical surveillance specialist (mss) was unable to reach the patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2012 (time not specified). The patient's testing frequency and diabetes management are unclear and it is not known what action the patient took in response to the reported meter issue. It is also not known if the patient tested his blood glucose with another device after the product issue occurred. At an unspecified date/time later, the patient claimed he developed symptoms of thirst and tiredness as a result of the alleged meter issue. It is not known if the patient received any form of medical intervention/treatment after the reported meter issue occurred. During troubleshooting, the csr noted that the alleged meter issue was resolved with training. The csr noted that the patient was testing in the meter's settings mode. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k021819.